Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on, it was making a high pitch noise and generated a diagnostic code that rendered it into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.